Manufacturer narrative:
One opened/used reservoir was evaluated and pre fill reservoir test was performed and it passed per specifications, no air bubbles were noted. No defects were noted on the o-rings/stopper.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have air bubbles in infusion set. Customer's blood glucose was unknown. Customer was able to change infusion set and resolved issue. Customer was advised that troubleshooting could not be done on a past issue for air bubbles. Customer will return material for analysis. No further information provided.